Event description:
It was reported that at implant, when induction testing was performed, the patient returned to sinus on his own before the device finished charging. As the device indicated a return to sinus, a loud pop was heard from the device. Communication was lost and the device was unable to be interrogated. The device felt warm for an extended period of time. The device was replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was caused by battery depletion due to high current demand by the device circuitry. Analysis found damage to the hybrid. The cause of the damage could not be determined due to the extent of damage to the device.